Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked in multiple locations and the proximal constraint sphere was inside the distal detachment tip (ddt); the coil was detached and the stretch resistant wire (sr wire) was fractured. The outer diameter (od) of the undamaged section of the coil was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed the pc400 coil sr wire was fractured, and the proximal constraint sphere was inside the ddt. This type of damage typically occurs due to improper handling during use. If the pc400 coil is forcefully retracted against resistance, damage such as this may occur. The outer diameter (od) of the undamaged section of the coil was measured and found to be within specification. Upon straightening the pusher assembly, the proximal constraint sphere was manually detached by the penumbra investigator. In addition, the dh1's were tested using the production test fixture. The handles actuated correctly and passed for both throw distance and pull force. The handles were functional. Due to the returned condition of the pc400 coil, the root cause of this complaint cannot be determined. The fifth pc400 coil used in the procedure was not returned for evaluation. Pc400 coils are 100% functionally tested during in-process inspection. Dh1 are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00128, 3005168196-2016-00129, 3005168196-2016-00130.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using penumbra coil 400 coils (pc400 coils) and penumbra coil detachment handles (handles). During the procedure, the physician successfully deployed and detached three pc400 coils into the aneurysmatic sac. A fourth pc400 coil (lot # f43753) was then deployed into the patient; however, the physician was unable to detach the coil using the handle (lot # f42954) even after manually pulling back on the pc400 coil pusher assembly. The pc400 coil was removed from the patient and a fifth pc400 coil (lot # f63337) was deployed. However, the physician was unable to detach this fifth coil using a new handle (lot # f62622) and removed the coil from the patient. The procedure was completed using another manufacturer's coils. It was reported that the patient's anatomy was tortuous. There was a tight corner of about 150 degrees at the beginning of the superior mesenteric artery through another manufacturer's microcatheter and after that, there was a long and tortuous path through the riolano circulation to the aneurysmatic sac in the inferior mesenteric artery. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2016-00127. This report is associated with MFR report numbers: 3005168196-2016-00128.